Event description:
The surgeon implanted a aq2010v 3 piece lens. The surgeon noticed a mark on the lens after it was implanted into the eye. The lens was removed. Surgery was completed using another lens. No patient injury. The iol injector, model and lot # unknown. The iol injection cartridge, model and lot # unknown.